Manufacturer narrative:
Tracking# 49688. Endopath dilating tip trocar: based on the visual examination it was confirmed that the sleeve had the inner gasket dislodged from its original position & the gasket was not received. No conclusion could be reached as to how this reported event occurred. The silastic ring surrounding the flapper valve on our trocars will now be "pinned" into place & thereby alleviate the potential problems encountered when passing instruments through the cannula.

Event description:
It was reported during a laparoscopic cholecystectomy while using the 511sd trocar from a laparoscopic cholecystectomy kit the flapper valve gasket came loose and fell into the pt's abdomen. The surgeon retrieved the gasket from the abdomen. There was no consequence to the pt. 2/19/1998 it was reported the device was from an fdc32 kit with lot number k48d2k.